Event description:
It was reported that during a wedge resection procedure, the device cut, but the staples were unformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.